Event description:
Information received by medtronic indicated that the customer reported inpen app was not logging dose. Troubleshooting was performed and advised the customer to remove the cartridge holder and test the bluetooth connection by dispensing 2 units and it was not reflected in the logbook. No harm requiring medical intervention was reported. The customer will discontinue using the inpen and the inpen will be returned for analysis updated summary: the device was retuned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Battery life remaining: <8 months. User model device: iphone pro, ios: 16.3. First bond date: (B)(6) 2022. Initial battery %: 90. Last bond date: (B)(6) 2023. Last battery %: 84. Customer reports: inpen app no longer logging doses. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. My inpen menu displayed: 10 test values of 15.0u dialed and dosed at maximum operating range around 3 meters (approximately10 ft.) From phone. All values displayed accurately in the logbook. All doses were written to the app logbook. Inpen passed baseline and wireless functionality test. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No communication anomaly was noted. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. The patient complaint of inpen not pairing or transmitting doses to inpen app could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.